Event description:
The customer suffered a fall due to the hypoglycemia, resulting in a broken elbow. The customer was treated by paramedics at the scene until her blood glucose was stable. The customer later had to go to the hospital to be treated for a broken elbow. The reported blood glucose reading was 26 mg/dl at the time of the event. At the time of the report, the buttons were unresponsive and insulin was squirting out during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.